Manufacturer narrative:
The t:slim cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a minimum fill notification. Reportedly, the cartridge was filled with 120 units of cool insulin. The customer's blood glucose level was 104 mg/dl. The customer added insulin to the existing cartridge and completed the load process successfully.